Event description:
It was reported that the customer had a spanish program anomaly in the insulin pump. The customer's blood glucose level was 204 mg/dl. The customer stated that the temp basal was not program before the a47 alarm. The customer reported that the insulin pump was stored without the battery. It was explained to the customer that the insulin pump may give an alarm without battery for extended period of time. The customer was advised that the insulin pump will be replaced due to the error table flow sheet. The customer was treated with manual injection. No further information was reported.

Manufacturer narrative:
.